Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A patient reported that following an intraocular lens (iol) implant procedure he is experiencing inflammation and itching. His eye specialist has prescribed a topical steroid for the next month. He has experienced discomfort for a total of 18 days. Additional information was provided by the patient that he is also experiencing glare, halos and now floaters in addition to the decreased vision. The inflammation has resolved, but he's left with visual issues.

Event description:
Additional information was provided by the surgeon that the patient's cataract surgery went well with no immediate nor postoperative complications. There was no patient harm. There are posterior capsular opacities at about 1+. Yag laser has been discussed with the patient. The surgeon feels it is too early postoperatively to recommend yag posterior capsulotomy at this time. The surgeon cannot find a direct correlation between cataract surgery and the patient's severe complaint of halos and poor acuity given the exception of side effects from the implant technology.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).